Event description:
It was reported that the pump powered off and they could not get it back on. The pump also experienced system error 3 alarms and the arterial pressure "tached out" at 350 mmhg. The pump was exchanged. There were no reported pt complications.